Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported, during the procedure when the trial cable was connected to the newly implanted ipg. The patient was unable to feel the stimulation. The lead was then removed and replaced and the patient was able to attain effective stimulation and issue has been resolved.